Event description:
A physician reported a literature study to compare the intra-ocular pressure (iop) post-operatively after small-incision cataract surgery using different viscoelastic products. The patients were randomized to receive either two different viscoelastic products or combination of both of them. There were no statistically significant differences between the study groups concerning the iop values measured at different intervals post-operatively. There were six patients that had increased iop and required anti glaucomatous eye drops. But the exact product to the six patients was not provided, respectively. Additional information could not be obtained as the reporter is unwilling to follow-up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Citation: dc. Intraocular pressure after cataract surgery using provasc, viscoat either separately or in combination, oftalmologia; 2008, 52(3):91-7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).